Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The physician delivered the wds into the was and aligned the marker bands. They then described feeling a pop when they withdrew the access sheath back on to the wds. The physician then advised the echo cardiologist to look for an effusion and a very small slow leak was detected. The closure device was then checked for suitability and the release criteria was met. The device was released and successfully implanted in the laa of the patient. The patient was monitored for some time before a decision was made to perform a pericardiocentesis. 720ml was drained from the patient. Surgery was not needed and the patient did well following these events. The patient remained stable and was being monitored in the intensive care unit. The patient recovered doing well with no further complication and was discharged from the hospital as normal.